Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer contacted philips healthcare to report that the device cannot be used. There was no reported patient involvement.